Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required drainage. Patient's blood pressure dropped after the ablation, and echocardiography showed cardiac tamponade. Drainage was performed. It "probably occurred during the cti ablation". After hemostasis, the patient was followed up in the intensive care unit (ICU) for observation. Patient required extended hospitalization. Patient fully recovered. The physician believed that there was a steam pop during the cavotricuspid isthmus (cti ablation and that the event was probably an effect of the steam pop. Impedance values were retrospectively confirmed to be elevated by approximately 20 ohms. Atrial septal puncture was performed with a radiofrequency (rf) needle. Ablation was performed prior to the cardiac tamponade being identified. No abnormalities were observed prior to, or during use of the product. Generator parameters were: power control mode, temperature cut off: 45, impedance cut off: 250 o. The noted temperature impedance and power were: temperature: 29, impedance: 130o, power: 45w. Steam pop was observed at 18 seconds of the ablation cycle. There were no error messages observed on the biosense webster equipment during the procedure.

Manufacturer narrative:
A picture was received for evaluation following biosense webster's procedures. The event cannot be confirmed based on the picture provided by the customer, a manufacturing record evaluation was performed for the finished device number lot 31329370l and no internal action related to the complaint was found during the review. The customer complaint cannot be confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. Correction to the initial report: corrected full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).